Event description:
Patient had an 8 fr foley catheter ordered to be removed a week after it was inserted. Rn tried to allow the syringe to self fill after attaching it to the catheter. Only 4 cc filled the syringe, so rn gently aspirated the remaining 1 cc. Rn then removed the catheter from the patient. Some resistance was noted on this removal and upon inspection of the catheter after removal, a ridge was noted at the end of the foley (balloon area, distal to tip).